Event description:
MFR recalled customer resurface implant due to suspected problems between implant cup holder and implant. 2 components exist (non implanted) in the USA devices to be returned to MFR for rework or replacement.